Event description:
It was reported that a patient underwent a hip arthroplasty and total knee arthroplasty procedure on an unknown date and suture was used. During total hip arthroplasty and total knee arthroplasty procedures, the needle detached from the suture when it was pulled out. The team tried four different units and experienced the same issue. A different lot number was then provided to the physicians, and no issues were encountered. No patient consequences were reported. Device returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow up attempt for product return. Please provide tracking number tracking: (B)(4). The needle came off as they pulled through the tissue. The needle popped off after the pass through the tissue on each occasion. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.